Event description:
It is reported that before the doctor reached the 95 lb mark on the torque wrench, the screw gave way and spun freely without tightening to anything. The articular surface was removed and several unsuccessful attempts were made to thread the screw and stem extension screw to the stem extension on the tibia. The surgeon opted to implant a lps articular surface instead of the planned lcck articular surface. Post-op x-rays showed the stem extension had disengaged from the tibial baseplate.

Manufacturer narrative:
The articular surface is the only device that was returned with this complaint. The other devices are in vivo. This report will be amended when our investigation is complete.